Event description:
Event reported as band slippage and obstruction. Manufacture of device is unk. Inamed's approach to compliance is to resolve all doubts in favor of reporting.

Manufacturer narrative:
Unk. The reporter of the complaint was asked to indicate the product serial number and implant date. The information has not yet been received by inamed. The connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint because no serial number or implant date was given. Visual examination may determine the connector type associated with this report. Band slippage and obstruction are surgical/physiological complications, and analysis of device generally does not assist inamed in determining a probable cause for these events. The band was discarded and will not be returned. Device labeling addresses the reported events of band slippage and obstruction as follows: "slippage of the band can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal." "If there is total stomal outlet obstruction that does not respond to band deflation, or if there is abdominal pain, then immediate re-operation to remove the band is indicated."